Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6), 320-31-40 - glenosphere, 40mm for small reverse: (B)(6), 320-35-01 - small glenoid plate: (B)(6), 531-78-20 - shouldr gps hex pins kit: (B)(6), a10012 - gps implant kit v2: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 66 yo female patient, underwent a revision procedure. The patient presented with infection. The surgeon did a washout and replaced the humeral poly liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for return. It was discarded. No images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.